Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: california post office or zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that infusion set tape did not stick. The event occurred on 17-mar-2026.